Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "alaris pump was disengaged from tubing and automatic lock did not lock. The patient received a bolus of propofol and required airway intervention as he became unresponsive. Crna did not manually clamp the tubing." The customer stated "the patient was discharged and did not reportedly suffer any long term events."

Manufacturer narrative:
The customer¿s report of the safety clamp fitment not engaging with the sear when the door was opened and resulting in unregulated flow was confirmed. Physical inspection of the device noted dried fluid ingress obstructing movement on the latch assembly. It was also observed that the door latch sear torsion spring was incorrectly installed. Log analysis showed the pump module was programmed at 7:17 am on (B)(6) 2017 to infuse at 37.5ml/hr. Twenty minutes later, the system recorded a safety clamp open for 2 seconds followed by the door being closed and the infusion restarted. At 7:45am, the pump was paused and then restarted 27 seconds later. Between 7:46 am and 8:21 am, the programmed infusion rate was changed six times. At 9:16 am, the device was paused and channeled off. The reported failure to properly close the safety clamp was not evident through a review of the device logs. It is possible that the incident occurred after the system was powered off and therefore no events/alarms would be logged. Rate accuracy testing was performed and the device was operating within specification. During testing there were no instances of unregulated flow observed. No leaking was observed with the primary set. Testing of the pump module was performed with a new administration set. The door latch was repeatedly closed and then opened rapidly resulting in the safety clamp fitment not extending or engaging with the sear during the open phase of the test. The door latch was then repeatedly closed and opened more slowly with the same results. Repeat testing after properly installing the torsion spring showed that the issue was resolved. The proximate cause of the door latch sear not engaging with the safety clamp fitment to stop fluid flow is improper installation of the sear torsion spring. The root cause of the improper installation was not identified.